Event description:
Customer reported via phone call that the insulin pump was beeping all night and the customer was unable to bolus. Customer stated that they woke up to an error alarm on the insulin pump. Customer's most recent blood glucose reading was reported to be 178 mg/dl. Advised customer the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
After battery installation the insulin pump started the count and stop at number 6 followed by blank display. A constant audio alarm due to cold solder joints at the mother board. Unable to verify e15 or a51 alarm due to blank display. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.